Event description:
Unable to contact customer, sending letter. The customers spouse stated the customer was admitted in the hospital for 4 days due to high blood sugars. The customer stated that the hospital was comparing their one touch 2 to a accucheck meter. The meter is within specs. Replacing the meter to maintain customer loyalty. Customer was hospitalized and treated. Comparison was 122 mg/dl on customer's meter vs. 190 and 171 mg/dl on the accucheck meter. Although this is an invalid comparison, there is a large discrepancy between the results.